Event description:
Customer reported an alarm 20 issue with their insulin pump, which occurred during the loading process. There was no information provided on the impact to their blood glucose level as the customer declined to answer regarding any potential exceedance. Despite technical support assisting in the cartridge loading, the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump to be sent, and the customer agreed to use multiple daily injections (mdi) as backup therapy until the new pump arrived. They were also instructed on returning the malfunctioning pump.